Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Provocative maneuvers were performed; the noise was not reproducible. No intervention has been performed. The patient was stable.